Manufacturer narrative:
The following devices were also listed in this report: pkr tibial component. Pkr poly. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Pkr uni revised to total knee with triathlon.